Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during high anterior resection procedure, after the first firing the surgeon pushed the silver button to open the jaws ,however the device did not react. And the calibration was performed and could open the jaws. The surgical time was extended by less than 30 min. The status of the patient is alive with no problem.